Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. The initial vitros tropi es precision test could not be completed due to condition code involving the metering dispense to the outer incubator ring (tm6-4lb) suggesting an analyzer related issue contributed to the event. An ortho field engineer repeated the within run precision test prior to preforming service actions obtaining acceptable results indicating the vitros 5600 system was performing as expected and no service action was taken. Improved within-lab precision from quality control results after the acceptable precision test indicates improved performance when compared to the within-lab imprecision observed before the acceptable precision test. It is unknown if the customer cleaned the microwell incubator prior to the arrival of the fe. However, the improved performance and the presence of condition codes during the initial precision test indicates the vitros 5600 system cannot be ruled out as a contributor of the event.based on historical quality control results, a vitros tropi es lot 2932 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2932 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out.furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.424 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported outside of the laboratory and there was no reported allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).